Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was turned on and off for fifty times and the continuous operating test of the subject device for three hours was performed, however the reported phenomenon could not be duplicated. Also there was no abnormality inside the subject device and the operational log regarding the reported phenomenon had not been logged in the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result the reported phenomenon might be attributed to the temporary power source failure due to some influence not the failure of the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc, the reported phenomenon could not be duplicated. Also it was found that the corrosion of the video connector socket and the consumption of the battery. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device disappeared during the unspecified therapeutic procedure. However, the image was recovered immediately and automatically. The procedure was completed with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.